Manufacturer narrative:
Correction: device code has been updated. An error message displaying ¿replace generator. The generator has reached the end of its service¿ when patient was trying to connect to the ipg was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates the ipg was explanted and replaced. Therapy was restored.

Manufacturer narrative:
Correction e1: initial reporter.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The device was not returned for analysis; however, logs and/or session report were assessed and indicate that the battery voltage level of the device is within specifications to trigger the eri indicator. Based on the information received, the cause of the reported incident is consistent with the battery nearing end of service.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Date of event is an estimate.

Event description:
It was reported the patient's ipg was inoperable as it would no longer communicate with external devices. As the result, the patient may undergo surgical intervention to address the issue.